Manufacturer narrative:
Patient information is unknown. Additional procodes: ktt. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent surgery for a fracture of the proximal femur. The surgeon inserted a trochanteric femoral nail-advance (tfna) screw, but once in, determined that the lag screw was too long. The surgeon decided to undo the screw with standard instruments, however, due to the patient¿s tough bone, the screw would not come out. The surgeon then used an extraction screw, following the usual technique. The removal set had to be located, causing a twenty-five (25) minute surgical delay. The screw was removed successfully, however the instrument is still engaged to the lag screw that was removed, and it cannot be taken off. Surgery was completed successfully with a twenty-five minute delay. There was no harm to the patient, and patient outcome is good. This report is for a tfna fenestrated screw 95mm ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: a device history record (DHR) review was conducted for part number: 04.038.195s, lot number: h553573: date of manufacture: 07 february 2018, place of manufacture: (B)(4), part expiration date: 01 january 2028, nonconformance noted: n/a: description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the tfna screw and the extraction-instrument for tfna screws are jammed as complained. The screw is badly damaged, the end of the screw is totally widened, the thread flanks are flattened with clearly visible burrs and there are heavy stress marks at the shaft and the flat surface on the shaft. Functional test: the devices are completely jammed. It was during the investigation not possible to disassemble the devices with a big wrench. Therefore, no function test can be performed. The complaint condition that the lag screw cannot be taken off extraction instrument can be confirmed. Dimensional inspection: checked dimensions per relevant drawing: shaft diameter (at an intact place) was measured and is within specification. Shaft diameter (on the widened top) was measured specification 10.35mm +0.02/-0.03 / measured: 12.58mm = damaged. Flat surfaces at the shaft: specification 8.4mm +/-0.1 / measured: 8.42mm = pass. Diameter thread: specification 10.3mm 0/-0.1 / measured: 9.91= damaged. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused and use related damage at the devices, therefore no drawing/specification review is needed. Summary: the complaint condition is confirmed as the devices are jammed as complained. The manufacturing documents were reviewed, and no complaint related issues were found. This lot of 48 pieces was manufactured in february 2018, all devices are shipped, and we are not aware of any other complaint for this article- and lot number combination. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. Based on the investigation findings we exclude a manufacturing related issue. It cannot be defined if the heavy damages at the shaft are from the insertion, the extraction or the disassembling attempt. The flattened thread is an indication the there was an excessive contact between the tfna screw and the tfna nail. This could be one reason for the difficulty during the extraction of the screw. The other reason could be the widened end of the tfna screw, this damage is only possible when the oval shaped tfna screw inserter (part 03.037.025) is hammered into the tfna screw in a 90° off-set angle. With the widened end a removal with standard instruments would not be possible as the deformed end would not fit into the guide sleeve anymore during retraction. The damages at the tfna screw indicate that the device was exposed to very high forces and it can be assumed that these forces did finally lead to the jamming between the screw and the extraction instrument. It is also possible that the surface on top did get damaged while the end did get deformed with the incorrectly inserted tfna screw inserter. In addition the fact that the devices have a left hand thread may have played a role, as it is possible the extraction instrument was turned in the wrong direction during the disassembling attempt. In this relation the tfna surgical technique can be mentioned, where on page 73 is stated that the extraction instrument should be rotated clockwise for screw removal. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.